Event description:
It was reported that the grey end on a smiths medical trach tube was separated from the white tube. The patient was sent to the hospital and the trach was removed. No further adverse patient effects were reported.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: information received a smiths medical tracheostomy tube was involved in an incident where a patient reported grey end separated from the white tube. The patient then was sent to hospital and there the tracheostomy was changed. Staff reported trying to change the inner cannula and the ring split. The ring aids the release of the inner cannula from within the tracheostomy. Staff reported helping by holding onto the tach while additional staff tried to pull the inner cannula out. The staff managed to finally remove the inner cannula. Event becomes serious injury reportable.

Event description:
Additional information on event summarized in h 10 . File now become serious injury reportable. Date of event updated on cover page.